Event description:
Event description guidant received information that upon interroagation of this implantable cardioverter defibrillator (ICD), it was noted that the device was in fallback mode and the device was limited to a configuration of a unique zone of shock. The rate and duration could be programmed, but not the pacing. The therapy history and diagnostic functions were not available. As a result, it was decided to explant the device.